Event description:
This mitraclip report is filed for pericardial effusion, suspected by the physician as related to the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was inserted and advanced through the neutral steerable guide catheter (sgc), without resistance. Once in the small left atrium, the clip delivery system (cds) deflected in an unexpected direction. The cds was repositioned and the cds deflected again. The cds was removed without resistance. Another cds was advanced in the same fashion as the first and this clip was successfully implanted, reducing the mr to 1. Both the cds and sgc were removed. Once the sgc was outside the anatomy, a torn tip was observed on the sgc. Pericardial effusion was noted. The patient experienced hypotension. The effusion was managed via vasopressor medications and fluid boluses. Hospitalization was prolonged due to the effusion. The patient was reportedly in stable condition. The physician suspected the effusion was due to insertion and deflection of the cds in the small atrium. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up will be submitted with additional information. The steerable guide catheter, referenced, is filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4) - the device was not returned for evaluation. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Potential causes for sleeve steering issues resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, a definitive cause for the sleeve steering issue could not be determined. Potential causes for the reported resistance while straddling the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology (tortuous anatomy, smaller left atrium), user technique/procedural conditions or manufacturing anomalies. In this case, based on the reported information, it was determined that the resistance was a result of procedural conditions; there does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported treatment with medication and hospitalization (required) or prolonged were a result of case-specific circumstances, as the patient was given medication to treat the effusion and was hospitalized. Based on the information reviewed, the reported patient effects were associated with procedural conditions/operational context. There is no indication of a product quality deficiency with respect to manufacture, deign, or labeling.

Event description:
Subsequent to the initial medwatch being filed, additional information was received: resistance was met during advancement (straddling) of the first clip delivery system (cds) into the small left atrium. Resistance was with the anatomy, not the steerable guide catheter (sgc). The echosonographer stated they were close to a structure. It was unknown if the structure was the left atrial appendage or the pulmonary vein. Anterior/posterior torque was possibly applied and the device was cleared from the source of resistance and was within the left atrium.